Manufacturer narrative:
B3: estimated based on having occurred at the one year follow up from the procedure date.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At the three (3) month follow-up a transesophageal echocardiogram (tee) was performed, and the patient was taken off eliquis. At the one (1) year follow-up, tee was performed revealing a 2cm x 0.5cm thrombus on the top of the closure device. The patient was placed back on eliquis with plans to repeat tee.